Event description:
The provider states the end user was in the shower when the shower chair collapsed dumping him on the floor. Not aware of any injuries but states the end user has had the chair since (B)(6) of 2014. No date code available nor additional information per provider (B)(4).